Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing that resulted in delivery of inappropriate shocks in more than a single episode. The patient was admitted to the hospital for evaluation. Review of the stored episodes noted the r-wave became smaller and the t-wave became bigger. The patient was asymptomatic and was just walking around at the time of the shock therapy. The device was noted to be programmed to secondary sensing vector. The auto setup process was performed and the device again chose secondary and the smartpass feature was noted to be enabled. The patient was hall walked in primary and secondary sensing vectors to try and recreate the morphology change, however, this was unable to be recreated. The sensing vector was left programmed to secondary and programming changes were made to the therapy zone. This device remains in service. No additional adverse patient effects were reported.